Event description:
It was reported that difficulty removal occurred. The target lesion was located in the left anterior descending artery. During the procedure, it was noted that the burr could not be advanced by the advancer and was stuck. The device was manually removed from the patient's body. The procedure was completed with another of the same device. The patient condition following procedure was stable.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that difficulty removal occurred. The target lesion was located in the left anterior descending artery. During the procedure, it was noted that the burr could not be advanced by the advancer and was stuck. The device was manually removed from the patient's body. The procedure was completed with another of the same device. The patient condition following procedure was stable.

Manufacturer narrative:
(B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.